Event description:
It was reported by service report that the jack could not lower and the brakes could not remain engaged. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Actuator rod; brake cams.